Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator was switching into backup ventilation mode randomly. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.